Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use, as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, heavily tortuous, 98% stenosed left anterior descending coronary artery. A 2.5x15mm xience xpedition stent delivery system (sds) was advanced, and the stent was deployed. Afterwards, a proximal dissection was noted, so an unspecified xience xpedition stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.